Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15czy, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. She did not know how to change her settings because it was not hitting the proper nerve that it needed to hit. She mentioned falling on (B)(6) 2016 and landed right on her implantable neurostimulator (ins). It began not working for her symptoms and she peed on herself in the store. The patient increased stimulation up to 1.0 volts and it was like a two to three inch miss of where it was supposed to hit. Her ins was not touching the pain and helping with her symptoms. When she got the pain it went all the way to her clitoris to her urethra area. The patient confirmed the ins was on using her programmer. She changed to program 3 and increased stimulation, but her nerve was ¿flurring up.¿ she still felt her nerve ¿flurring¿ and it was uncomfortable after turning stimulation down and off. She felt uncomfortable in her clitoris area. The patient stated that the issue was not with stimulation, but the area that she needed stimulation to hit was uncomfortable. Her nerve was ¿flurred¿ up and the stimulation was not reaching that area. The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.